Event description:
It was initially reported that the patient was no longer feeling stimulation. Diagnostics were performed on (B)(6) 2010, which showed high lead impedance. The patient's device was disabled and were said to be sent to the manufacturer for review, which have yet to be received. The patient's previous diagnostics were said to be within normal limits. There was no report of any trauma or manipulation. Clinic notes dated 02/15/2010, received indicate that the patient's dcdc-value was noted to be fluctuating between 0-5 on the normal mode diagnostics, but the specifics cannot be confirmed by the manufacturer due to lack of programming history. The patient was said to not having any further seizures. The patient has since had his device replaced, which has yet to be returned to the manufacturer for analysis. Good faith attempts to obtain the lead and generator for analyses have been unsuccessful to date. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.